Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states this is a loaner unit they use and he states the end user was using it and he saw lights flashing on the unit but no alarms went off. He states it hums when alarming but no alarm sound.